Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m the tubing was broken. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing found broken directly out of the package.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-feb-2023. H6: investigation summary: one unused sample of lot 21105445 was received. Through visual inspection, the customer complaint was confirmed. There was damage at the connection of the drip chamber and the rest of the set, causing the set to separate. The tubing looked to be ripped. Three used samples of unknown lots were also received. The customer complaint was also confirmed for two of these three sets. Tubing was ripping below the drip chamber. Sets were not fully separated yet. The third of the used sets did not have damage, but did have a kink at the same location. A device history record review for model 10015012 lot number 21105445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed and the root cause for this damage was determined to be excess amount of solvent being added to the connection site of the drip chamber and the tubing, as well as poor coiling of the product during packaging. A quality alert was issued where proper solvent dispenser use, good manufacturing practices and the proper coiling procedure were reinforced.

Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m the tubing was broken. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing found broken directly out of the package.